Event description:
It was reported that during a pph procedure, the surgeon went to fire the device and it would not fire. The surgeon sutured by hand to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Conforming the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.